Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to an unknown reason. Over a year later, boston scientific received information that information that the patient had been implanted with a similar system. This new information suggests that this lead could have exhibited a malfunction. No further information was able to obtained. No additional adverse patient effects were reported.